Manufacturer narrative:
Device evaluation completed on june 13, 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During a visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 650cc returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Wound dehiscence is a surgical complication in which a wound ruptures along a surgical incision. Risk factors include age, collagen disorders, diabetes, obesity, poor knotting or grabbing of stitches, and trauma to the wound after surgery. Symptoms of dehiscence can include bleeding, pain, inflammation, fever, or the wound opening spontaneously. A primary cause of wound dehiscence is sub-acute infection, resulting from inadequate or imperfect aseptic technique. Dehiscence can also be caused by inadequate undermining (cutting the skin away from the underlying tissues) of the wound during surgery or excessive tension on the wound edges caused by lifting or straining. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel xtra, 650cc silicone breast implant, experienced left-sided silent rupture post procedure. The issue was diagnosed through physical , and scan examination. As a result, patient underwent unilateral replacement with cat: shpx650 on (B)(6) 2023.

Manufacturer narrative:
Additional information received on june 7, 2023, indicated that the patient experienced left breast dehiscence, and breast hematoma. The patient underwent irrigation and debridement of left breast and repair of dehiscence. The implant was intact. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on june 029 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During a visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 650cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Wound dehiscence is a surgical complication in which a wound ruptures along a surgical incision. Risk factors include age, collagen disorders, diabetes, obesity, poor knotting or grabbing of stitches, and trauma to the wound after surgery. Symptoms of dehiscence can include bleeding, pain, inflammation, fever, or the wound opening spontaneously. A primary cause of wound dehiscence is sub-acute infection, resulting from inadequate or imperfect aseptic technique. Dehiscence can also be caused by inadequate undermining (cutting the skin away from the underlying tissues) of the wound during surgery or excessive tension on the wound edges caused by lifting or straining. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional information received on june 26, 2023 indicated that the CT angiogram showed suspicious of left side rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on june 19, 2023 the issue of rupture was symptomatic. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Coding was reviewed by a clinician on jul-06-2023 per (B)(4) with the available information about the reportable event. Updated coding: removed pc - wound dehiscence and added pc - impaired healing per proper codification manufacturer¿s reference number: (B)(4).